Event description:
Procedure type: colectomy. According to the reporter: staple lines looked hemostatic after the stapler was fired. Ta 90 staple line leaked post operatively, 1cm gap at the ta90 staple line was found. No issues during the case. Re-op in a few days after the leak occurred. Unintended reoperation to flush out from leaks. Patient is ok after re-op. Prolonged stay at the hospital.

Manufacturer narrative:
(B)(4).